Event description:
Facility noted a known fracture on this lead. Advised to replace lead. Lead currently remains implanted, but explant has been recommended. No adverse patient events were reported.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.